Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error (open book) due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call hospitalization and critical pump error alarm on the insulin pump. Customer¿s blood glucose level went as high as 600 mg/dl. The customer's blood glucose was 220 mg/dl at the time of call and also had blood glucose of 250 mg/dl. Customer treated their high blood glucose levels via manual injections and insulin drip. Customer went to the hospital on (B)(6) 2018. Troubleshooting for the critical pump error alarm was performed. Customer advised the critical pump error message displayed on the screen and the issue remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer went to the hospital on (B)(6) 2018.